Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The ge healthcare service representative inspected the unit and noted excessive dust on the main board. The dust was removed, and the unit was returned to service.

Event description:
The hospital reported that, during a preoperative checkout, the o2 sensor is not delivering. A ge heathcare service representative performed a checkout of the unit, and the reported complaint could not be duplicated. The ge healthcare representative noted that the unit would automatically turn off due to contamination of dust. There was no report of patient involvement.